Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 194 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump would count up to four then stop for a 20 minute period of time. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.